Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4).

Event description:
The event was reported by a costumer from USA: broken / missing prong. Failed power cords on this complaint: two. Delay in therapy: unknown. Need for medical intervention: unknown. Death / serious injury: no. Human harm: no."